Manufacturer narrative:
Technical support gave the account the part number for the siderail bracket. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account stated the right siderail will not latch. When placed into the up position, it will go back down. The account indicated that the siderail bracket looks bent.